Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. -patient medications: aspirin, atorvastatin, colesevelam, lisinopril, metoprolol, succinate, pregabalin, and pantoprazole. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2025, the patient presented to the emergency room with right upper quadrant pain. Images revealed a proximal type I endoleak and a distal type I endoleak in the right common iliac artery. It is unknown if there is aneurysm sac enlargement (images from original procedure are not available for comparison). The fsa was notified of this event on january 30, 2025. On (B)(6) 2025, a reintervention was performed. A gore® excluder® aaa conformable aortic extender endoprosthesis was implanted proximally and a gore® excluder® aaa contralateral leg endoprosthesis was implanted distally on the ipsilateral limb (right) side. The patient tolerated the procedure. The root cause for the endoleaks is unknown.